Event description:
It was reported to boston scientific corporation (bsc) that a uromax ultra urological balloon dilatation catheter kit was used during a dilatation of ureter stricture procedure on (B)(6) 2012. According to the complainant, the balloon ruptured during a procedure to correct a stricture of the lower ureter. An encore inflation device was used. The balloon was inflated with contrast and saline (1:1). When the pressure gauge reached 12atm the pressure decreased suddenly and rapidly. The physician noticed the balloon had ruptured in the ureter through fluoroscopy. Then the balloon was deflated to some level and removed from the patient body. After removal of the balloon, contrast radiography was performed. It was noticed that the ureter had been torn. The contrast medium was leaking out of the ureter. An ureteral stent was placed in the patient body and the procedure was aborted. During the procedure, no substances, such as calculus stones, were found in the ureter stricture area. No part of the balloon detach within the patient. It is unknown whether or not the balloon tested outside of the patient. Currently the patient is being monitored and followed up.

Event description:
It was reported to boston scientific corporation (bsc) that a uromax ultra urological balloon dilatation catheter kit was used during a dilatation of ureter stricture procedure on (B)(6), 2012. According to the complainant, the balloon ruptured during a procedure to correct a stricture of the lower ureter. An encore inflation device was used. The balloon was inflated with contrast and saline (1:1). When the pressure gauge reached 12atm the pressure decreased suddenly and rapidly. The physician noticed the balloon had ruptured in the ureter through fluoroscopy. Then the balloon was deflated to some level and removed from the patient body. After removal of the balloon, contrast radiography was performed. It was noticed that the ureter had been torn. The contrast medium was leaking out of the ureter. An ureteral stent was placed in the patient body and the procedure was aborted. During the procedure, no substances, such as calculus stones, were found in the ureter stricture area. No part of the balloon detach within the patient. It is unknown whether or not the balloon tested outside of the patient. Currently the patient is being monitored and followed up.

Manufacturer narrative:
(B)(4) - the reported event of balloon burst.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was torn longitudinally running distally for a distance of 17mm from the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. Operational context contributed to this event.